Manufacturer narrative:
One twinfix ultra pk 4.5mm suture anchor was used for treatment and returned for evaluation. Visual inspection confirmed that the suture was broken. The reason was twofold. The anchor was fractured with suture knotted up inside it. The insertion device tip was extremely damaged. Both forks were distorted and wrapped tightly over the distal tip of the inserter. Even with opening one fork, the suture was seized. Symptoms indicate varied damage due to excess torque applied and twisting. Force was a contributor to the failure. Correct prep for normal bone a 3.8mm tapered awl. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ no root cause related to the manufacture of this device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product, procedure failure that supported the allegation. Product met specifications upon release to distribution. Further investigation is not warranted at this time.

Event description:
It was reported that, during a right lateral malleolus fracture repair, when the 4.5 mm twinfix ultra pk anchor was screwed in, the suture broke. A back-up device was used, in the same bone hole, to complete the procedure. Surgery was not delayed. The patient was not harmed. Results of investigation have concluded that the anchor was broken which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.